Event description:
It was reported that the patient presented to the or for a lead revision due to noise. Via diagnostic imaging, an insulation anomaly was noted above the svc coil, as well as lead to can abrasions proximal to the ICD can. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Partial lead returned for analysis. External insulation abrasion at 11.5-12.1cm,13.5-14.2cm,30.8-31.1cm, 30.9-31.8cm, 31.8-32.1cm from distal tip, consistent with lead friction to another device. External insulation abrasion at 13.8-14.5cm,14.6-15.1cm,16.3-16.7cm from connector pin, and 40.1-40.8cm from distal tip, consistent with lead friction to ICD can. Efte coating intact. External insulation abrasion at 41.6-42.0cm from distal tip, consistent with lead friction to ICD can. Etfe coating abraded. Internal insulation abrasion under svc shock coil at 22.8- 24.3cm and 27.0-27.4cm from distal tip. Etfe coating intact.